Manufacturer narrative:
The endowrist vessel sealer instrument involved with this complaint was returned for evaluation. Failure analysis did not confirm the customer reported complaint. There was no trouble found. The instrument passed electrical continuity, electrode gap and other functional testing. Upon review of the system logs it was confirmed there were no related errors for this instrument. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist vessel sealer instrument, the patient's tissue was not adequately sealed, causing the patient to bleed. The surgeon then used an endowrist stapler instrument as a precaution to staple the vessel after he completed the sealing with a fenestrated bipolar forceps instrument. It is unknown what caused the sealing issue experienced by the site.

Event description:
It was reported that during a da vinci assisted low anterior resection colon procedure, the initial reporter alleged that the endowrist vessel sealer instrument did not adequately seal. As a result, the patient's tissue was not sealed and the patient allegedly experienced a lot of bleeding. On july 6th, 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, she was present during the surgical procedure. The surgeon was using the endowrist vessel sealer instrument to seal the mesentery tissue. After sealing and cutting the patient's tissue, the patient experienced some bleeding. The csr indicated that the surgeon used a fenestrated bipolar forceps instrument to complete the sealing and resolve the bleeding experienced by the patient. As a precaution and in order to have a complete clean transection the surgeon used an endowrist stapler instrument to staple the bleeding vessel. During the sealing cycle, the surgeon observed that the tissue effect was intermittent. The audible tones denoting the end of the sealing cycle were heard. The csr indicated that she and the surgical staff inspected the erbe (electrosurgical unit) cable connections and they were found to be properly connected. No error messages or codes were generated during the sealing cycle. The surgeon was ready to cut the inferior mesenteric artery after he heard the audible tone indicating the sealing cycle was complete; however, the surgeon observed some bleeding,which he claimed was slightly more than normal. The csr could not quantify the amount of blood loss; however she did state that it was not an alarming level. The surgical procedure was completed robotically and there was no patient harm, adverse outcome or injury to the patient.